Event description:
Perclose advanced, foot pedals were deployed, knot did not advance. Went to put the foot pedals down, perclose then began to come apart. Perclose had to be fully taken apart to remove from the patient.